Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 999 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was over 999 mg/dl. Customer blood glucose reading at the time of the incident was over 378 mg/dl. Customer also had 83 mg/dl blood glucose reading. Customer treated their high blood glucose with injection and treated low blood glucose reading with sweet. Customer had dry eye. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer did not mention drive support condition. Customer cannot recall when they changed the set. Customer did not mention if the cannula was bent. Customer did not mention any air bubbles or leaks. Customer performed high pressure test and the insulin pump alarmed no delivery after the test. Customer did not check insulin pump setting. Customer also reported no delivery alarm but the issue was resolved by changing set and reservoir. Insulin pump will not be returning for analysis. Set and reservoir will be returning for analysis.